Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination in the plug strap disk shell, opening and crease flat. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a sharp opening in the plug strap, delamination in the plug strap disk shell also have non-penetrating nicks. A dimension measurement in the shell was performed which identify the thickness within specification.

Event description:
Patient reported right side ¿knuckle or bulge on chest wall on inner part where cleavage would be that constantly sticks out¿ and ¿if you touch it, it feels like there¿s a bag in there that you can move". Healthcare provider reported deflation. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2015. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side ¿knuckle or bulge on chest wall on inner part where cleavage would be that constantly sticks out¿ and ¿if you touch it, it feels like there¿s a bag in there that you can move ." Healthcare provider reported deflation. Device remains implanted.

Event description:
Device has been explanted.